Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. Product with lot number 19dr01077 was the only product found available at the distribution center, therefore this lot will be considered as a potential lot and will be used to attempt to confirm the reported event. Two cases with code number 03-2722-9 and lot number 19dr01077 were returned from the distribution center. The sample was visually inspected and was found acceptable. All bonds from the arterial and venous lines were closely reviewed and were found properly assembled. In addition, the sample was tested in a test hemodialysis machine 2008t and worked as intended. There were no disconnections or leaks that occurred during tested period from the arterial and venous line. In no air bubbles inside the system was noticed. There were no leaks, no level variation of venous and arterial chamber, and no alarm. During the evaluation of the alternate samples the reported problem was not confirmed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual sample could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported to technical support that a part was coming off of a blood line. The biomed stated that the patient lost approximately 10 ml of blood. The biomed stated that the patient completed treatment with new bloodlines. The device was discarded and not available to be returned to the manufacturer for evaluation. Additional information has been requested, however to date has not been provided.